Manufacturer narrative:
The investigation of the reported failure has been completed. The system was investigated on-site by the hospital personnel. It was found that one of the vaporizer connection seal in vaporizer housing slot 2, was missing. A picture was received that shows that it was the vaporizer 2 connection seal that was missing. The customer received a new seal for assembly and performed the repair by themselves. No service was requested or needed by our field service engineer. Operational test was performed successfully after assembling of the new vaporizer connection seal. The root cause of how the vaporizer connection seal came loose has not be determined.

Event description:
It was reported that the anesthesia system failed in system checkout and a leakage sound was noticed. There was no patient involvement. Manufacturer's reference #: (B)(4).